Event description:
Customer reported an issue with the incorrect time setting on the pump, which resulted in a discrepancy greater than five minutes between displayed and actual time. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance to update the pump time and was advised to monitor the situation and follow up if the time discrepancy occurred again. Customer understood and acknowledged the instructions given.